Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Sping. Evaluation summary: the analysis results of the mcm20 found that the instrument was received non-functional. During functional testing, the handle would not return to open position, thus the clips could not be fed. The instrument was disassembled, and the hoop spring was found misassembled, and the antibackup damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.